Event description:
It was reported that the customer's insulin pump experienced a button error alarm. She reported her blood glucose level to be 102 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button, due to moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.